Event description:
It was reported that the patient developed a pocket infection. There were no reported patient consequences. There is no allegation of device involvement. The ICD system was removed on (B)(6) 2024. No further action is taken by the healthcare provider. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).